Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was displaying the high temperature message. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the same day at 5:00pm. The patient reported that the high temperature message (hi.t) appeared on the display even though he had kept the meter in the same place in his cabinet and that it was not exposed to temperatures outside of the range. This message is prompted on the ot ultra meter when the temperature of the air, meter, or test strips is above the system operating range and one cannot perform a test on the meter until the meter and test strips reach a temperature within the operating range of 6-44 degree c. Therefore, due to the alleged issue, the patient was not able to test his blood glucose and as a result, he skipped a dose or stopped his diabetes medication (humulin r and nph 30 units of insulin). The patient also reported experiencing symptoms of being shaky, and felt that his blood sugar is low. He also saw dark spots in the middle of his vision. This complaint is being reported because the alleged issue was not resolved with troubleshooting and the patient alleged that he experienced symptoms suggestive of hypoglycemia after the reported issue began. He did not received medical attention. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.